Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via text on (B)(6) 2018 at 5:48pm that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that insulin pump was giving him a hard time starting after he changed the battery. The customer was assisted with troubleshooting and the display did not return. The insulin pump will be returned for analysis. Frn: reservoir.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specific . Device passed self test and displacement test. Unit was monitored for 24 hrs. And no blank display anomalies noted. Power connector plug in and locked in place properly. (B)(4).